Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming a compromised force sensor system and would not let them prime. The customer¿s blood glucose level was 300 mg/dl. They treated their blood glucose with manual injection. Troubleshooting was performed. The device will be replaced and returned for analysis.